Event description:
Reportable based on device analysis completed on 10-feb-2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. A 38 x 3.00mm promus elite drug-eluting stent was advanced for treatment but the device failed to cross the lesion even after multiple attempts. The device was removed and completed the procedure with a different device. There were no patient complications reported. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device evaluated by MFR: promus elite ous mr 38 x 3.00 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a break 81 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.